Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked past the stopper. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
One 3ml syringe with safetyglide needle attached was received inside a plastic bag and evaluated. The needle was shielded with the safety not activated. The plunger and stopper on the syringe were at approximately 0.3 to 0.4 ml markings. Clear liquid residue was observed inside the syringe in the fluid path and behind the stopper. This is indicative of leakage past stopper. The plunger was carefully pressed on but it encountered resistance and returned to its original position. The needle was then loosened slightly and the plunger was pressed on again. No resistance was encountered this time. This indicates a likely blockage with the needle component. Note that the complaint product is sold as a syringe-only with no needle. Due to the contaminated and manipulated condition of the sample no further testing or evaluation could be performed. Since no representative samples from the same lot were received no additional tests were performed. No defects were found with the syringe. The potential root cause for the leakage past stopper is likely related to the needle component. It is possible that when pressure was applied to the plunger and if the needle had a blockage, a leakage past stopper condition temporarily developed to alleviate the pressure inside the syringe barrel. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd luer-lok disposable syringe with bd luer-lok tip leaked past the stopper. There was no report of exposure, serious injury, or medical intervention.